Event description:
It was reported that the device failed to turn on battery source. There was no report of pt use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed several fault codes regarding battery detection logged in the memory. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and found the battery charge circuitry damaged due to movement of the filter-input power module. The module moved because of rear case physical impact. The q17 transistor, cr15 diode and l4 inductor components were damaged and inhibited battery charging. If the installed battery is not charged when connected to ac power, the device would appear to fail to operate on battery.